Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Other companies devices that used in this study: (B)(4). Manufacturer's ref. (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. Twenty-two patients (67±2 years, mean lv-ef 36±3%)with both ischemic and nonischemic cardiomyopathy and documented vt underwent mapping and catheter ablation using a 64-electrode mini-basket catheter from december 2015 and december 2016. Among them, one cardiac tamponade occurred after ablation and was successfully treated by pericardial puncture. No other procedure related complications occurred. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. The aim of this study was to evaluate feasibility of an ultra high-density 3-d mapping approach to characterize the ventricular substrate and, if possible, to map vt. Title: ¿substrate characterization and catheter ablation in patients with scar-related ventricular tachycardia using ultra high-density 3-d mapping¿. It is unknown which device the patient who suffered complication has used. Bwi takes conservative approach to report the event occurred in group under thermocool catheter, however catalog and lot number is unknown.